Event description:
Additional information received reported the patient was on a low dose of drug from the pump and it was effectively not doing anything. The patient had pinching of the l4-l5 vertebrae that caused the shocking down her legs. The epidurals were to stop the shocking as well as reduce the previously reported inflammation.

Event description:
It was reported that there was a pump alarm and a change in the patient's therapeutic effect. The reporter stated that the patient never experienced therapeutic effect, with symptoms of acute pain and 'shocking'. The patient experienced pain across lower back with radiation into the lower extremities, noting pain 'from the hips down both legs'. In addition, the patient had 'mental issues', so the pump was adding to her agitation. The pump therapy 'did help manage the pain at first', but subsequently the therapy became ineffective. The patient had 2 epidurals in the last 2 years to help reduce the inflammation in l4 and l5. Also, the access to the patient's healthcare provider (hcp) also proved to be difficult because of geography. Because of the symptoms and healthcare access issues, the patient expressed a desire to have the pump removed. The reporter stated that as of (B)(6) 2012 the pump had 'very little medication'. The pump began alarm on 06/13/2012 and remained in an alarming state, with an alarm heard 'every hour'. On (B)(6) 2012, a review of the implanted pump and catheter was done under fluoroscopy: under continuous fluoroscopy, the implanted pump and catheter were viewed - no evidence of break in system - contrast dye not seen clearly - questioning malfunction of intrathecal catheter; patient to follow-up in 2 weeks in office it was later reported that the patient had a follow up appointment with the hcp and a low battery from normal battery depletion was noted. The hcp noted a medication dosing change and bolus was completed; there was no further mention of a planned pump explant or replacement. The hcp reported the patient tolerated the refill and bolus well without complications, and was released from the clinic 'hemodynamically and neurologically stable'. The patient outcome/status was reported as 'no injury'. The medications in the pump were hydromorphone, clonidine, and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, lot # b005906n36, implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).